Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered significant leak in the modular chemistry (mc) crane clot detector. The fse replaced the mc clot detector to resolve the leak and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported a leak coming from the modular chemistry (mc) sample probe assembly of the unicel dxc 800 synchron system during priming of the mc side. The customer could not identify the source of the leak and indicated that approximately a quarter cupt of fluid leaked. The customer was wearing gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.